Event description:
It was reported that the device was used during a low anterior resection. The staple line was incomplete. The surgeon completed the case by oversewing the portion that was imcomplete. There was no consequence to the patient.